Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the two sensors failed. Customer's blood glucose at time of incident was unknown. Customer stated one sensor broke when inserted into serter, the other did not stick/adhere to body. The customer was advised that we will replace sensors.